Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history will be performed. Should any relevant information be obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced a hernia coincident with peritoneal dialysis (pd) therapy. The patient had the hernia for a while and it was being monitored. It was reported that the patient did not have any overfill events or malfunctions of the device that could have contributed to the hernia. The hernia became incarcerated and the patient was admitted to the hospital for hernia repair. The hernia was located midline above the umbilicus and was surgically repaired. The patient was discharged from the hospital after four days and the patient recovered from the hernia. The cause of the hernia could not be determined. Pd therapy was ongoing. Additional information was requested but is not available.